Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the impedance test the right ventricular (rv) lead exhibited oversensing. Also, t-wave oversensing (twos) was observed in the nst (non-sustained tachycardia). The lead remains in use. No patient complications have been reported as a result of this event.